Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the initial prime test. However, after changing the infusion set, the prime test passed. The high pressure test also passed. The customer was also suffering from a staph infection. The cannula of the infusion set was found to be bent upon removal from the customer's body. Nothing further was reported.